Event description:
In 2008, I was operated on for the repair of the left inguinal hernia. The repair was done with a prolene hernia mesh system (phs). The mesh shrank and strangled the main nerves. The ilioinguinal, iliohypogastric and the genito-femoral nerves.